Event description:
It was reported that at the post-op check, the pulse generator exhibited inappropriate measured data. The device had been exposed to cold weather prior to the implant procedure. After re-interrogating the device, normal function was noted. The patient would be monitored.